Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device had a loading/unloading issue, it could not reload the stapler. The surgeon was able to press the green button. The surgeon was able to squeeze the handle. Device was unable to be fired no patient involved.